Event description:
Customer called to report that after running calibration on the unicel dxc 600 synchron system, the calcium results were suppressed. Customer stated that no erroneous patient results were generated or reported. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to check the ion selective electrode (ise) reagents, straws, and lines. Customer stated that they appeared acceptable. The cts then assisted customer in checking the ise module during priming, and customer did not observe any leaks or bubbling. The cts then advised customer to perform an instrument reboot, and to call back if the problem continued. The cts contacted customer via telephone for follow-up, during which customer found that line #36 (flowcell drain line) was clogged, likely due to poor sample quality of one of the samples that was run through the system. The cts instructed customer as to how to clear the clog, which resolved the instrument issue and allowed the system to properly drain. The cts confirmed instrument performance with customer to ensure that the troubleshooting assistance effectively resolved the instrument issue. Customer stated that no one was harmed by the instrument issue, and that patient samples and results were not affected.

Manufacturer narrative:
(B)(4).